Manufacturer narrative:
E1:name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that patient reported serious infection (larger than a hand) at the current injection site with redness, warmth, very hard to the touch and very painful. The patient was admitted to hospital and initially got treated with intravenous antibiotics and subsequently with oral antibiotics.